Manufacturer narrative:
Additional information: describe event or problem, device code. Device evaluated by manufacturer: a visual and microscopic examination of the device revealed that the stent dislodged from the stent delivery system (sds). The stent was returned on a product mandrel; it was damaged throughout and it measured 24mm. The stent protector was returned un-damaged. The balloon was returned deflated. The tip section of the device was visually and microscopically examined and no issues were noted with it's profile that could have potentially contributed to the complaint incident. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent was damaged and moved on the balloon. The 90% stenosed, 28x4mm, de novo target lesion was located in the mildly calcified and severely tortuous proximal right coronary artery (rca). Without predilating, a 4x28mm promus element stent delivery system (sds) was advanced but did not cross the lesion. During withdrawal, the stent got stuck at the guide catheter tip and stent struts became damaged. The stent started moving distally on the balloon and to prevent dislodgement, the physician removed the guide catheter, sds and guide wire as a unit. Next, the lesion was predilated with a non-bsc balloon and the stenosis was reduced to 70-80%. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that while withdrawing the sds, the stent fully dislodged from the delivery balloon in the introducer sheath.